Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during prime/compromised force sensor system test at 4lbs due to moisture damage on force sensor resistor (gold). There was a corroded motor assembly noted during visual inspection. The pump was received with a minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that she had a compromised force sensor system alarm on the insulin pump. Customer stated that she woke up to catch an early flight and needed a new reservoir. Customer put in a new reservoir and received the alarm while she was rewinding the pump. Customer also changed the pump's battery but the issue was not resolved. Customer's blood glucose was 90 mg/dl. Customer was not wearing the pump right now. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer gave herself 13 units in the morning and 7 units after breakfast. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.